Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the analyst noted that the helix extends and retracts within product specification; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the helix was unable to advance before implant. The lead remains in use. No patient complications have been reported as a result of this event.